Event description:
Account reported an initial high co2 result of 40 mmol/l. When repeated, the result was 28 mmol/l. The incorrect results were not used to guide therapy. The field service representative found a stirrer was bent and the protective coating was scratched off. He repaired the instrument by replacing the stirrer.